Manufacturer narrative:
Pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform the displacement and self test due to frozen display.

Event description:
The customer reported via phone call that insulin pump was exposed to moisture. Blood glucose was 185 mg/dl. Troubleshooting was performed. The insulin pump will be returned for analysis.